Manufacturer narrative:
Investigation summary: bd received 2 samples and photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Customer samples, were evaluated by visual examination and the issue of additive abnormality was observed. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally,100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was discolored/abnormal additive form. The customer stated: "there was a white foreign matter found inside the tube."